Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Product ID neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving had been receiving dilaudid and prialt at 7.5 mg/day via an implanted pump for an unknown indication. It was reported that on an unknown date the patient went through eight months of withdrawals from having the drug dose too high before. The doses were so high that if she kept going it would have sent her into a self-induced coma. The patient also took unspecified oral medication. It was noted that the patient had multiple sclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.